Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a shock when going through security detectors in 2010. The device stopped working and was replaced. No further complications were reported or anticipated.